Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy. During the procedure, the device seized and stopped working after a short time of use. Another like device was used. There were no adverse patient consequences. The physician opined that the patient's large and calcified fibroids may have contributed to the event.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade was not seized and the device operated as intended.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03550. The same patient is represented in each medwatch.